Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿t2 did not deployed.¿ t1, t2 and suture were not returned. The depth limiter was attached. The delivery needle displayed no damage. The device cycled and actuated as expected. There was no obvious cause for product failure. Please note: permanent or temporary inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a meniscus repair, t2 did not deployed. T1 anchor was cut and removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.